Event description:
The customer reported that they had a viewsonic vg930m that had no display. The power light does come on but the display shows nothing. This resulted in a temporary inability to monitor pts centrally until the customer replaced the display. There was no report of any pt harm as a result of the reported event.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.